Event description:
Reportable based on the analysis completed on (B)(6) 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with a 20 x 15 mm non-bsc balloon catheter. A 2.50x20 mm promus element plus sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed hypotube break.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the catheter was returned in two sections due to a hypotube break at 220 mm from the manifold strain relief. The hypotube was severely kinked at various locations, mainly directly proximal and distal to the break site. The guidewire exchange port was torn and twisted. This type of damage is most likely caused during guidewire removal. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).